Event description:
Customer reportedly obtained results of 300 mg/dl and 78 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.